Manufacturer narrative:
The product associated with this reported event remains implanted. A search of the complaint database did not show any other reports against the provided product/lot code combination. The investigation could not draw any conclusions about the reported event with the provided information. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. It is known that this product code was part of a depuy recall in 1990. This product code is now obsolete. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome for of the performed investigation, the complaint wil be re-opened.

Event description:
Patient will be revised for polyethylene wear, recalled product, no product removed, revision not scheduled. (B)(4).